Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However the unit not communicating to usb carelink due to a47 alarm found in the alarm history file. A47 alarm due to corrupted history file. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had weak signal over and over. The customer¿s blood glucose level was 175 mg/dl. Customer stated insulin pump had lost sensor. Customer stated there was no damage to the connection bridge or pins. The insulin pump will be returned for analysis.